Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the hard disk is not compatible with the ippc. Rse advised to order the ippc. Customer ordered the ippc. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy failed. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of the reported issue.